Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative (rep) regarding a patient who was receiving baclofen (gablofen, 2000mg/ml, 858.8mcg/24hr) via an implantable pump for intractable spasticity. The patient was experiencing a decrease in therapy efficacy, especially at night. There were no additional factors that may have lead or contributed to this issue. Troubleshooting included titration increases at pump fills. Interventions taken to resolve the issue included monitoring of remaining drug at fills and titration. The issue was resolved at the time of the report. It was reported that the pump and part of the catheter were explanted. The healthcare provider (hcp) had no further information for the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026 product type catheter product ID 8784, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned pump passed all testing in the laboratory and no anomalies were identified. The returned catheter devices were subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified the catheter body of the 8780 catheter to be deformed in shape however it did not affect the performance of the catheter. Analysis identified through visual inspection that were was damage to the transition tubing on the 8784 catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.